Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h11.

Event description:
It was reported by customer that before use, the cs300 intra-aortic balloon pump (iabp) battery failed. However, no patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the hospital reported that the device battery failed, and no injuries occurred. Customer informed to abandon repair. Not all items were checked. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.